Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 572 mg/dl at time of incident and current blood glucose level was 446 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not want to troubleshoot for high blood glucose, they thinks it was just because they did not put carbs in. It was unknown that the customer was using auto mode or not. The insulin pump will not be returned for analysis.